Manufacturer narrative:
Voice mail was left requesting the consumer to contact the escalation complaint agent to return the unit for evaluation and answer a number of investigative questions. Waiting for response from consumer.

Event description:
Customer claims unit started to spark and show flames while in use. Claims she felt like it was an electrocution to her hand. Whole thing sparking caused her to drop the unit on the floor.